Manufacturer narrative:
An event regarding thread damage involving an impact-poly liner-32mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no medical records were provided. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon impacted a 32 liner with a liner impactor that had damaged threads. It was completed successfully.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon impacted a 32 liner with a liner impactor that had damaged threads. It was completed successfully.